Event description:
It was reported to medtronic neurosurgery that the plastic tip of the catheter passer broke off in the patient and could not be retrieved. According to the report, the patient did not incur an injury as a result of the event.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).